Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery quickly depleted. Reportedly, the battery remained at 100% for two days of use, then it quickly dropped to 90%. Customer stated this event did not adversely impact her bgs, and stated that battery has been depleting as expected since this date. Reportedly, customer will continue to use the pump for insulin therapy.